Event description:
Upon implantation of a cinchlock anchor during a hip arthroscopy surgical case, the cinchlock anchor broke in half (into two pieces). One piece was the implanted portion, which intentionally remained implanted, and the second piece was retrieved and disposed of.